Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 05-aug-2016 who had essure (fallopian tube occlusion insert) inserted. Media coverage noted an FDA investigation found that the most frequently reported side effects were abdominal pain, fatigue, heavier periods, headaches and weight fluctuation. The consumer was reported to be familiar with all of these symptoms and that she experienced fatigue that made her want to give up and not do anything. Consumer eventually had the device removed. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She eventually had the device removed. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
Quality safety evaluation received on 26-aug-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain. She eventually had the device removed. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('pain'), abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), menorrhagia ('heavier periods, abnormal bleeding (menorrhagia)') and immunodeficiency ('autoimmune disorder type of disorder: inability to fight off infections') in a 35-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst and cervicitis. Concurrent conditions included kidney stones, renal colic, ovarian cyst, umbilical hernia, morbid obesity, migraine, allergic reaction and nickel sensitivity. Concomitant products included allopurinol (elavil), cefixime (flexeril), gabapentin (neuronin), hydrocodone, propranolol and zolpidem. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), mood swings ("hormonal changes describe: mood swings") and depression ("hormonal changes describe: depression"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), immunodeficiency (seriousness criterion medically significant) and diarrhoea ("gastrointestinal or digestive system condition type: weight loss") and was found to have weight decreased ("gastrointestinal or digestive system condition type:weight loss"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal)type: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), haematuria ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure") and urinary incontinence ("urinary incontinence"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anhedonia ("fatigue that made her want to give up and not do anything"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy / hypersensitivity reaction type: allergic to nickel and other non precious metals"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and back pain ("lower back pain"). The patient was treated with naproxen (naprosyne), ondansetron (zofran), ciprofloxacin (cipro 1000 mg) and surgery (ablation, hysterectomy with unilateral salpingo-oopherectomy - (left salpingo-oophorectomy), total abdominal hysterectomy/left salpingo-oophorectomy, abdominal hysterectomy with left salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, headache, weight fluctuation, anhedonia, vaginal haemorrhage, urinary tract infection, hypersensitivity, cystitis, hypertonic bladder, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, gastrointestinal disorder, pain, haematuria, dysuria, suprapubic pain, urinary incontinence, mood swings, depression, immunodeficiency, diarrhoea, weight decreased and back pain outcome was unknown, the abdominal pain and fatigue had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anhedonia, back pain, bladder disorder, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematuria, headache, hypersensitivity, hypertonic bladder, immunodeficiency, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, menorrhagia, dysmenorrhea and lower abdominal pain. Amendment: the report was amended for the following reason: this case will be deleted from bayer database as this case was found to be duplicate of original case: (B)(4). All the information has been transferred to retention case (B)(4). No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal)type: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), blood urine present ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("heavier periods, abnormal bleeding (menorrhagia)"), headache ("headaches"), weight fluctuation ("weight fluctuation"), anhedonia ("fatigue that made her want to give up and not do anything"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with ondansetron (zofran), ciprofloxacin (cipro 1000 mg), naproxen (naprosyne), surgery (hysterectomy with unilateral salpingo-oopherectomy - (left salpingo-oophorectomy)), surgery (hysterectomy with unilateral salpingo-oopherectomy - (left salpingo-oophorectomy)), surgery (hysterectomy with unilateral salpingo-oopherectomy - (left salpingo-oophorectomy)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, headache, weight fluctuation, anhedonia, vaginal haemorrhage, urinary tract infection, hypersensitivity, cystitis, hypertonic bladder, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, gastrointestinal disorder, pain, blood urine present, dysuria, suprapubic pain and urinary incontinence outcome was unknown, the abdominal pain and fatigue had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anhedonia, bladder disorder, blood urine present, cystitis, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, hypertonic bladder, menorrhagia, migraine, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : hormonal changes, abnormal bleeding (general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal)type: bladder/urinary, apareunia (inability to have sexual intercourse), malposition of essure device, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition, hair loss, other injury(ies) or complication(s) please describe: burning pain, passing blood, sharp pain when peeing, suprapubic pressure, urinary incontinence, frequency and urgency added as events. Patient, reporter and product information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), pelvic pain ("pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("heavier periods, abnormal bleeding (menorrhagia)") and immunodeficiency ("autoimmune disorder type of disorder: inability to fight off infections") in a 35-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included ovarian cyst and cervicitis. Concurrent conditions included kidney stones, renal colic, ovarian cyst, umbilical hernia, morbid obesity, migraine, allergic reaction and nickel sensitivity. On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), mood swings ("hormonal changes describe: mood swings") and depression ("hormonal changes describe: depression"). In 2009, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), immunodeficiency (seriousness criterion medically significant), diarrhoea ("gastrointestinal or digestive system condition type: weight loss") and weight decreased ("gastrointestinal or digestive system condition type:weight loss"). On (B)(6)2016, 7 years 4 months after insertion of essure, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary"), cystitis ("infection (bladder/urinary tract/vaginal)type: bladder"), hypertonic bladder ("frequency and urgency"), pain ("burning pain"), haematuria ("passing blood"), dysuria ("sharp pain when peeing"), suprapubic pain ("suprapubic pressure") and urinary incontinence ("urinary incontinence"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuation"), anhedonia ("fatigue that made her want to give up and not do anything"), hypersensitivity ("allergic or hypersensitivity reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel allergy / hypersensitivity reaction type: allergic to nickel and other non precious metals"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and back pain ("lower back pain"). The patient was treated with ondansetron (zofran), ciprofloxacin (cipro 1000 mg), naproxen (naprosyne), surgery (abdominal hysterectomy with left salpingo-oophorectomy), surgery (total abdominal hysterectomy/left salpingo-oophorectomy), surgery (hysterectomy with unilateral salpingo-oopherectomy - (left salpingo-oophorectomy)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, headache, weight fluctuation, anhedonia, vaginal haemorrhage, urinary tract infection, hypersensitivity, cystitis, hypertonic bladder, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, gastrointestinal disorder, pain, haematuria, dysuria, suprapubic pain, urinary incontinence, mood swings, depression, immunodeficiency, diarrhoea and back pain outcome was unknown, the abdominal pain and fatigue had resolved and the migraine and alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anhedonia, back pain, bladder disorder, cystitis, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, haematuria, headache, hypersensitivity, hypertonic bladder, immunodeficiency, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, suprapubic pain, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. On tube and ovary, left salpingo-oophorectomy-benign ovarian follicular cyst (1.0 cm) with associated tubo-ovarian edema, acute hemorrhage, and acute inflammation suggesting torsion; additional cystic ovarian follicles; no malignancy identified. B) soft tissue, anterior abdominal wall, excision-membranous fibroadipose tissue, consistent with umbilical hernia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s pfs: pelvic pain, menorrhagia, dysmenorrhea and lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received: events mood swings & depression, immunodeficiency , diarrhea and weight loss, back pain are added. Ablation marked for event menorrhagia. Lab data updated. Concomitant & historical drugs & conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.